Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted that the arctic sun device stated patient temperature too low to register however when they connect the esophageal probe to the bedside it reads 39.3c. Confirmed patient feels warm to the touch. Advised they would need to change the temperature in cable first. It appeared biomed has screwed this cable to the device so it could not be removed. They would call biomed to come swap this out. If this did not resolve the issue, swap the device and would call back if they need any further support.

Event description:
It was reported that the nurse noted that the arctic sun device stated patient temperature too low to register however when they connect the esophageal probe to the bedside it reads 39.3c. Confirmed patient feels warm to the touch. Advised they would need to change the temperature in cable first. It appeared biomed has screwed this cable to the device so it could not be removed. They would call biomed to come swap this out. If this did not resolve the issue, swap the device and would call back if they need any further support. Per follow up information received via task on 10sep2025, spoke with charge nurse who stated they had found a screwdriver in the supplies closet and removed the cable. They replaced the cable with one from a second device and this resolved the issue. The original cable was thrown away.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temperature cable failure. They replaced the cable with one from a second device and this resolved the issue. The original cable was thrown away. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Correction: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.